Manufacturer narrative:
Failure analysis discovered that the coil¿s socket ring has been pushed down inside the outer sheath. The coil has compression and buckling damage at the proximal section. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. The locking mechanism has indentations caused by the resheathing tool along with compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the coil's inability to be advanced outside the introducer sheath may have occurred failure to when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring down inside the outer sheath and severely damaged the coil with buckling and compression damage. In this condition the coil will encountered severe resistance when attempting to advance the coil out of the introducer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the likely cause of the event along with the additional coil failures is failure to follow procedural instructions outlined in the IFU. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that during coil embolization of cerebral artery aneurysm the deltaplush coil (cpl100256-30 / c27525) could not advance out of the introducer sheath. The patient's details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. An excelsior sl-10 (stryker, str angle) and an enpower dcb (lot unknown) were used for this procedure. After inserting and withdrawing coils several times because all coils were not fit in size, the complaint deltaplush was chosen next. It was reported that the complaint deltaplush could not advance at the sheath when attempting to push the delivery wire of the coil after inserting the sheath into the microcatheter hub. The physician could not push the delivery wire any farther. Thereafter, the physician attempted to insert several other coils (details unknown); however, they were determined not to be the right size. Thus coil embolization was discontinued and clipping was treated next day. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complaint products will be returned for analysis. No further information is available. Failure analysis discovered that the coil had additional compression and buckling damage at the proximal section.